Event description:
A health care professional reported that the vitrectomy probe did not aspirate and there was no extrusion during irrigation/aspiration mode of vitrectomy surgery. The surgery was successfully completed on same day without any issues by replacing with another new pak. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).